Manufacturer narrative:
Section information references the main component of the system.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was severe back pain. There was no trauma or fall that could be related to the issue. The patient was currently at the doctor's office regarding the back pain. The change was considered sudden. She started having severe pain on the right side by the ribs. She turned off stimulation and the pain went away a little but not very much. Stimulation was currently off. The issue started 2 days prior on (B)(6) 2016. The patient later called back to turn the device off for an x-ray. Additional information from the patient reported their back was better. The device was turned off. They noted that on (B)(6) 2016 they had nerve pain in their lower back hip. They went to the emergency room (ER) and had a computerized tomography (CT) scan. They noted chronic back pain and nerve pain. The patient did not know what led to the pain, but it got better when they turned the device off. They noted they were afraid to turn it back on and they were not sure if it was a defect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.